Manufacturer narrative:
The investigation has been completed. The console ( (B)(6) ) was sent back for further investigation. The root cause of the aic issue was a software issue upgrading. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a self-check failed message post software update. No patient involvement.